Event description:
It was reported that an ilet bionic pancreas produced an alert and the patient was unable to unlock the lock screen, with the touchscreen unresponsive despite cleaning, attempted recalibration and restart, use on a charger, and assistance from a third party; minor hairline cracks on the screen were observed, and blood glucose remained stable near 100 mg/dl throughout the call, consistent with a device problem of an unresponsive user interface and involvement of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a software problem associated with an unresponsive key or button behavior and involvement of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.